Event description:
The following report was received from the affiliate: approximately 3-4 months following implant, the patient experienced with chest pain and angiogram revealed in-stent restenosis (isr) in two of the devices. The event was treated with balloon angioplasty and additional stent placement.

Manufacturer narrative:
The male patient with an unknown medical history underwent the implantation of three cypher select stents to the right coronary artery (rca). Approximately 3-4 months following implant, the patient present with chest pain and angiogram revealed in-stent restenosis (isr) in two of the devices. The event was treated with balloon angioplasty and additional stent placement. Indication for the initial evaluation is unknown. It appears that this was a calcified lesion but other details are unknown. The rca was pre-dilated and the stents were implanted. It is unknown if the stents overlapped or if post-dilatation was required. The product remains implanted in the patient thus not available for evaluation. A device history record review was conducted and the product met quality requirements for product acceptance. Conclusions: restenosis is a known potential adverse event associated with coronary artery disease. Based on the limited information, it is not possible to determine what factors may have contributed to this event. This file has been re-access as per the similar device reportability criteria implemented by cordis corporation on 12/15/06. The MDR determination has changed from not reportable to a reportable event, as the device is considered to be similar to the united states product cypher sirolimus-eluting coronary stent. Device is distributed outside the united states. However, it is similar to the united states product. This is one of two product being reported for the same event. Please reference manufacturing reports#: 9616099-2007-0291 and 9616099-2007-00292. Any additional information will be submitted within 30 days of receipt.